Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported by the patient's relative, that post a coronary drug eluting stenting treatment procedure, stent occlusion and patient death occurred. The patient suffered a heart attack and the physician implanted an unspecified size taxus express2 drug eluting stent in an unknown location. Approximately 11 days later, the patient had another heart attack. The physician performed another cardiac catheterization. The reporter was told by the physician that the "artery had clotted off where the stent was." Approximately 18 months later, the patient died. Further information has been requested but has not been received.